Manufacturer narrative:
It was reported that while on a centrella max mattress the patient developed a deep tissue injury (dti) to their back. Follow-up attempts were made with the customer; however, they could not provide any further details of medical intervention or delay of care. Patient is a (B)(6) female weighing 123 kg. (271.2 lbs.) Admitted for a urinary tract infection and medical history of hypertension, chf, dm type 2, hypothyroidism, and mood disorder. No pre-existing tissue injuries were documented upon admission. The customer reports the patient was placed on the bed on (B)(6) 2021 and the injury was noted on (B)(6) 2021. The customer additionally confirmed the patient had a fitted sheet, comfort glide and ultra-sore pads utilized by the customer and was being turned every two hours as ordered with wedges. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and can support patients up to 500 lb. (227 kg). The centrella bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Inspection of the mattress by a hillrom technician at the facility no devise problem and functioning as designed. Technician notes a rn communicated to him that there were three layers of linen when this incident occurred. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A dti is an injury to the soft tissue under the skin due to pressure and is usually over boney prominence. A dti is considered a serious injury because it can be life threatening, result in permanent impairment of a body function or permanent damage to a body structure; or can necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This event is likely due to the multiple layers of linen being used with the patient on the device. Studies show the presence of linens on the bed surface generally adversely affect the pressure redistribution capabilities of the surface on which they are placed. Caregivers should limit the presence of linens on the surface to products that are necessary. Inspection of the device found no malfunction, however due to the dti hillrom deems this reportable due to the serious injury involved. Based on this information, no further action is required.

Event description:
Hillrom received a report that while on a centrella max mattress the patient developed a deep tissue injury (dti) to their back. Follow-up attempts were made with the customer; however, they could not provide any further details of medical intervention or delay of care. The customer reports the patient was placed on the bed on (B)(6) 2021 and the injury was noted on (B)(6) 2021. The customer additionally confirmed the patient had a fitted sheet, comfort glide and ultra-sore pads utilized by the customer and was being turned every two hours as ordered with wedges. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).